Event description:
It was reported that some time post a port placement, the catheter allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, two chest radiographs and one fluoroscopic view of the chest were provided for review. A kink was noted on the attached catheter, proximal to the distal end of the cath-lock. The image shows the disruption of catheter integrity causing fluid leakage. Therefore the investigation is confirmed for the reported catheter damage and fluid leak issues. However the investigation is unconfirmed for the reported deformation issue as no damage was noted on the port stem. Also the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post port placement, blood return could not be allegedly confirmed. It was further reported that the port allegedly leaked near the port stem and the vertex of the vascular insertion site. Reportedly, the catheter allegedly had a crack on the catheter and the port stem was kinked. The device was removed and replaced. There was no reported patient injury.